Event description:
A non healthcare professional reported that, after intraocular lens implantation surgery, the patient was unhappy with glare. Hence the lens was explanted and replaced with another lens in a secondary procedure. Additional information has been received stating that, the patient issue was resolved, in the surgeon opinion, the prognosis of the patient was excellent. There was no patient harm.

Manufacturer narrative:
A product was not returned for analysis. Complaint history and product history records were reviewed and documentation indicated the product met release criteria. Root cause has not been identified. The manufacturer internal reference number is: (B)(4).